Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a usb port on a power strip. Additionally, the battery gauge was observed to be fluctuating. The customer's blood glucose (bg) was 162 mg/dl. Tandem technical support (cts) instructed the customer to plug the pump directly into the wall outlet using a wall adapter. Multiple contact attempts were made by cts to determine if the issue was resolved after plugging the pump into the wall outlet; however, no additional information could be obtained.